Manufacturer narrative:
Age of device: 1 year, 30 days. The device was returned for investigation. The evaluation is not yet complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a controller exchange was performed on (B)(6) 2018 due to the damage to the black lead and performed. On (B)(6) 2018, patient reported an alarm for low flow, low speed , pump off alarms on (B)(6) 2018 at 5:21am and 6:27am. Device was on power module during the event then was on battery power on 6:30am. An x-ray was performed which was unremarkable. On 10aug2018, technical services representative performed phase interrupter test and found no open wires. They also performed a distal end percutaneous lead replacement and all tests passed. Patient was placed on grounded patient cable with alarms and pump stoppage. Patient was then returned to ungrounded cable. Patient was asymptomatic at the time of event. No further information was provided. Technical services representative reviewed the log file and observed pump stoppages on (B)(6) 2018. These issues only appeared to be occurring while the device is connected to the power module.

Manufacturer narrative:
Fate received by manufacturer. Although the reported pump stoppages were confirmed during the evaluation of the submitted log file, the cause could not be conclusively determined. The submitted log file captured multiple pump stop events while the patient was supported by the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. However, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 18¿ of the distal end of the driveline was returned for evaluation under work order (B)(4). The dl was tested for electrical continuity in the condition it was received and did not reveal any discontinuities or shorts. Removal of the silicone jacket and clear bionate revealed several areas of breakdown to the braided shield. Visual inspection of the wires revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage that would have contributed to an electrical short. The hmii lvas IFU and patient handbook contain information regarding driveline care; however, all hmii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. The patient remains ongoing on heartmate ii lvas on an ungrounded patient cable. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.